Event description:
While suctioning the patient's mouth during an endoscopy, the nurse noted tip of yankauer was malformed. This may have caused the patient's mouth to bleed.======================manufacturer response for yankauer suction catheter, yankauer suction handle (B)(4) (per site reporter)======================a quality control is being done.